Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the patient alleged that her chair will not stop when she releases it and she felt that the chair moved quicker. The dealer stated he isn't sure if it is a joystick issue. He stated that he thinks it is user error. The dealer stated he did not want a replacement joystick. The dealer stated he has tried to duplicate the issue multiple times and it will not duplicate. He didn't have a programmer and he stated it wasn't flashing error codes. The dealer does not think the chair is the issue he believes it is patient use.